Event description:
As reported per the edwards field clinical specialist (fcs), while attempting to close the apex after a transapical tavr procedure, a purse string tore through the apex. Another suture/pleget was placed in the same site and also tore through the apical site. The patient was then placed on cpb via the femoral artery as the apex was attempted to be closed. The access site continued to bleed even though multiple sutures/patches were placed. The patient was attempted to be weaned off bypass several times only to have the apex continue to bleed as the bp was increased. After 5-6 times that this was attempted and protamine was given, the patient continued to bleed through the apical site. Post 2-3 hours of extreme effort the patient was removed from bypass support, and pharmaceutical support, and the procedure was called, with the patient expired. The cause of the bleeding was noted as a friable lv. The cause of death was indicated as major bleeding.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures are known complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Additionally, according to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. The literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, it was reported that the apex bleeding was a result of the patient's very friable tissue. The patient's advanced age and gender may have put her at higher risk for this complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.